Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant, catalog # 3506001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor memorygel 600 cc breast implant and experienced rupture post procedure. As a result, an explant was performed and the implant was replaced with a mentor 425cc memorygel breast implant.

Manufacturer narrative:
On 1/24/2018, a device history record review was performed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, on 2/15/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor memorygel 600 cc breast implant and experienced rupture post procedure. Upon receipt by mentor, the device was received with gel clear. Foreign material wasn¿t observed within the device and gel observed on the shell surface. The product evaluation team observed four rents: rent a=9.2 cm in the posterior aspect, running to anterior, rent b=1.3 cm, rent d= 0.3 cm on the posterior aspect, and rent c= 5.2 cm was found in the anterior aspect. No other anomalies were observed. Microscopic examination of the edges of the rent revealed parallel striations which are similar to markings made by an instrument perforating silicone material. Complaint of rupture was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent, crease, and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. There is no evidence that the issue is related with manufacturing. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/19/2018. The date of implant has been updated. Manufacturer¿s reference number: (B)(4).